Manufacturer narrative:
The device was returned to the factory for evaluation. It shows no signs of clinical usage. There was evidence of blood on the outer surface of the loading device. A visual inspection determined that the delivery device was returned inside the loading device. The tension spring assembly, seal and anchored tab were inside the delivery device tube. The portion of the seal not loaded into the delivery tube. The blue slide locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The device came out of the packaging with the delivery device impinging on the seal when the blue wings were squeezed, it could not be loaded. A replacement device was used to complete the procedure. The hospital did not report any patient effects.